Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding and when the esc button was pressed, display showed a black lines. Customer reported that under display screen appeared to have condensation. Customer also reported that insulin pump occasionally gave three loud beeps. Display screen was completely blank customer's blood glucose was 300 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.